Manufacturer narrative:
Technical evaluation: on february 2023 orthofix srl acquired from wittenstein intens gmbh, the fitbone¿ system, for intramedullary lengthening of the femur and tibia. Therefore, orthofix srl is now managing post-market surveillance for fitbone devices, also for the ones manufactured and released to the market by wittenstein intens gmbh. The device involved in this event was manufactured by wittenstein intens gmbh. A technical evaluation of the device involved was not possible as the device is currently in use by patient. The technical evaluation will be performed as soon as the device becomes available. Medical evaluation: the information made available on the event was sent to our medical consultant. Please find below an extract of the medical evaluation performed. "This x-ray confirms our thoughts that the screw must be removed before the fitbone can be extracted, and therefore that the incident should be reported. I note that this x-ray contains patient information so that we know that the patient is 16.5 years old. Do we suggest that the 8-plate is removed at the same time? The epiphyses seem closed". Conclusions: a technical evaluation of the device involved was not possible as the device is currently in use by patient. The technical evaluation will be performed as soon as the device becomes available. The medical evaluator suggests that the 8-plate is removed at the same time of the fitbone removal. Orthofix requested further information on the event, such as batch number of the broken locking screw, planned date for the device removal and device returning for the technical analysis once removed from the patient. Unfortunately, this information was not received. Considering the information provided, it is not possible to draw any conclusion with regards to the complained locking screw breakage. In case further information or the device concerned are provided, orthofix will re-open the investigation on the case. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6) surgeon's name: (B)(6) date of initial surgery: (B)(6) 2022 body part to which device was applied: right femur surgery description: lengthening patient's information: 15 years, female problem observed during: into treatment/post-operative type of problem: device functional problem event description: "the distal screw of the orhofix fitbone femur nail broke in the center. The planned lengthening has been completed. The screw broke during the consolidation phase. The surgeon will let the device in place and will remove it after full consolidation." The complaint report form also indicated: the device failure had adverse effects on patient the initial surgery was completed with the device the event did not lead to a delay in the duration of the surgical procedure an additional surgery was not required a medical intervention (outpatient clinic) was not required copy of operative reports and x-ray images are available (not received by orthofix) product is not available for return patient's current health condition: "patient is ok but the time of treatment will be extended." Note and comments: "we have to provide first a way to surgeons to remove the screw". On june 13, 2023, orthofix srl received copies of the x-ray images. Orthofix srl ref: (B)(4). Local distributor ref: (B)(4).

Event description:
The information provided by the local distributor indicates: - hospital name: (B)(6) - surgeon's name: (B)(6) date of initial surgery: (B)(6)2022 body part to which device was applied: right femur surgery description: lengthening patient's information: 15 years, female problem observed during: into treatment/post-operative type of problem: device functional problem event description: "the distal screw of the orhofix fitbone femur nail broke in the center. The planned lengthening has been completed. The screw broke during the consolidation phase. The surgeon will let the device in place and will remove it after full consolidation." The complaint report form also indicated: the device failure had adverse effects on patient the initial surgery was completed with the device the event did not lead to a delay in the duration of the surgical procedure an additional surgery was not required a medical intervention (outpatient clinic) was not required copy of operative reports and x-ray images are available (not received by orthofix) product is not available for return patient's current health condition: "patient is ok but the time of treatment will be extended." Note and comments: "we have to provide first a way to surgeons to remove the screw". On june 13, 2023, orthofix srl received copies of the x-ray images. Orthofix srl ref: (B)(4) local distributor ref: 88

Manufacturer narrative:
On february 2023 orthofix srl acquired from wittenstein intens gmbh, the fitbone¿ system, for intramedullary lengthening of the femur and tibia. Therefore, orthofix srl is now managing post-market surveillance for fitbone devices, also for the ones manufactured and released to the market by wittenstein intens gmbh. The device involved in this event was manufactured by wittenstein intens gmbh. In order to perform the failure investigation, orthofix has requested the complainant to provide as follows: batch number of the broken screw device returning for the technical analysis once removed for the patient planned date for the implant removal unfortunately, this information has not yet made available. As soon as further information and/or the results of the investigation are available, orthofix srl will provide you with a follow up report. Orthofix continues monitoring the devices on the market.